Event description:
The surgeon found that this graft was twisted by removing the graft with debakey pincers and it was cut in half clean.

Manufacturer narrative:
The unit was removed from the packaging and was visually inspected. Upon receipt, the graft was found in three sections (a, b, and c). It appears that the graft had been placed in the pt. Section a had been cut off to remove the gds. The end section c was trimmed and the first anastomosis was made as evidence by the suture holes at the trimmed end. It is unclear why the graft was cut into sections b and c. The device history file was reviewed for this lot of grafts and all the mechanical, dimensional and visual requirements met specification. Based on this evaluation of the returned device, there were no functional issues with this graft. It appears that the graft was inadvertently cut during the procedure.